Event description:
It was reported that after 3-4 hours of intra-aortic balloon (iab) therapy, there was a sensor failure alarm. The transducer and flush bag were connected to the pump and iab. A waveform was present, the transducer was zeroed successfully, and therapy continued. The fiber optic cable was disconnected to stop the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. A break on the optical fiber was observed within a kink on the catheter tubing near the y-fitting approximately 75.9cm from iab tip. Additionally a second break on the optical fiber was found to be broken within the membrane approximately 15cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a sensor failure alarm. The transducer and flush bag were connected to the pump and iab. A waveform was present, the transducer was zeroed successfully, and therapy continued. The fiber optic cable was disconnected to stop the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).